Event description:
Event description guidant received information from the legal department, that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) expired. A wrongful death suit has been filed, alleging that the patient died as a result the improper manufacturing of the device.

Event description:
Guidant (now boston scientific) received information in (B)(6) 2005 from the legal department, that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) expired. A wrongful death suit was filed, alleging that the patient died as a result the improper manufacturing of the device. New information received via patient medical records indicated that the cause of death as determined by the coroner was hypertrophic and dilated cardiomyopathy with severe atherosclerotic cardiovascular disease and congestive heart failure. There were no allegation from the attending physician regarding device malfunction. Subsequently the patient's family alledged that the device "short circuited and failed to deliver critical therapy". Additionally the family contacted boston scientific to identify the manufacture date of this device. The device was explanted following the patient's death. Our post market quality assurance laboratory was granted temporary access to the device. Visual inspection confirmed that there was no arcing in the header of the device. All lead measurements were confirmed to be within normal limits. There were no arrhythmic episodes on the date of the patient's death. In (B)(6) 2005, guidant corporation issued a physician communication regarding deterioration in a wire insulator surrounding a wire within the lead connector block which, in conjunction with other factors, could cause a short circuit and loss of device function. Changes to try to prevent this anomaly were made (B)(6) 2004. This device was manufactured on or before (B)(6) 2004 and is included in this population.

Manufacturer narrative:
Subsequently, boston scientific received information that the legal issue was settled and the device was no longer on legal hold. The device was returned to boston scientific post market quality assurance laboratory in 2011. Due to the length of time on legal hold, the device's battery had depleted beyond the ability to perform therapy availability testing. Based on review of the memory log, it was concluded that the device function was normal while implanted. Visual inspection had found no evidence of arcing in the header.